Event description:
During a knee arthroscopy procedure, it was reported the patient had sustained a first degree burn approximately 2cm in size. It was reported the burn was treated using standard procedure (treatment details were not provided).

Manufacturer narrative:
The atlas controller was returned to manufacturer for evaluation. The atlas controller was tested according to arthrocare's test procedure, which includes checks of the default and maximum set points at specific resistance values, checks of the open circuit output voltages, check of the coagulation open circuit output voltage, checks of the maximum loaded voltage, checks of the limiting modes at the maximum set point, and a performance test (saline test) of the device in use with a wand to verify coblation mode. The device was found to meet all performance and electrical tests. Based on the testing performed and the information provided by the user facility, no conclusions can be made. Two devices, eliminator with integrated cable wand and atlas controller, were used in the same procedure. A second medwatch report will be filed under MDR 2951580-2009-00046 for the eliminator with integrated cable wand.